Event description:
During use in a lap chole procedure, while the surgeon was grasping the tissue, the upper and lower jaws broke. Broken portions of the device were removed completely which caused a short delay in the procedure. The surgeon then completed the procedure using another device. No patient injury or complications were noted.